Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the physician experienced difficulty advancing the right ventricular (rv) lead into the vein. In addition, high pacing impedance and high capture threshold were noted on the rv lead. The physician explanted and attempted to rinse the rv lead which resulted in the helix being unable extend and retract. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The reported event of a helix rotation issue was confirmed. The cause of the helix rotation issue was isolated to the helix being clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of high pacing impedance and unacceptable threshold were not confirmed.